Manufacturer narrative:
The insulin pump had a loose drive support disk and a scratched case and display. The insulin pump passed the displacement test.

Event description:
The customer reported that the insulin pump was damaged. The customer stated that the motor was protruding from the case when a bolus was being delivered. Advised the customer that the insulin pump would be replaced. Nothing further was reported.